Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test and prime test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the error alarm due to erased history file. The unit was received with minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had normal blood glucose levels of 85 mg/dl. The customer reported a motor error alarm from the insulin pump during priming. The customer reported that the insulin pump was not exposed to a high magnetic field. Troubleshooting was done. The customer was asked to return the insulin pump for analysis. No additional information was provided.